Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there was a spike missing on the tubing end. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the patient.

Manufacturer narrative:
Terumo did not receive the actual device; however, photos received confirmed the missing component. It is possible that the spike was not attached securely to the male adapter. Terumo will monitor for future issues. Production was trained on the issue. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).